Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced inaccurate cgm values. The event occurred after sensor insertion in the abdomen. The patient became hypoglycemic and had a seizure. The cgm value displayed was 70 mg/dl but the bg finger stick value was 43 mg/dl. The other cgm values were in the 60¿s (mg/dl). He was given juice and snacks and recovered after the event. No additional patient or event information is available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.